Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of multiple strut(s) outside the wall of the ivc into surrounding tissue/organs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of multiple strut(s) outside the wall of the ivc into surrounding tissue/organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes large saddle pulmonary embolism (pe) with shortness of breath. The filter was deployed with the top at the l2 level. The patient tolerated the procedure well. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of multiple strut(s) outside the wall of the ivc into surrounding tissue/organs. A CT scan, approximately nine years post implant, indicates the filter is embedded in the anterior wall of the ivc. A right upper anterior strut perforates the ivc wall and extends anteriorly by 1 mm to abut the right hepatic lobe. A right lateral strut perforates the ivc wall by 8 mm and extends into the fat between the ivc and the right hepatic lobe. A 1.3 mm long strut has detached from the filter and extends into the posterior segment right hepatic lobe. At this same level, an additional right lateral strut perforates the ivc wall by 9 mm and contacts the posterior segment right hepatic lobe. Two left upper anterior struts perforate the ivc wall by 4 mm and extend into the fat between the ivc in the duodenum. Additionally, the scan revealed a small fat containing umbilical hernia, 2.7 mm hiatal hernia, 2.6 mm diverticulum in the duodenum. Per the patient profile form (ppf), the patient reports perforation of struts outside the ivc perforation into organs, filter fracture and filter embedded in wall of ivc. The patient further reports headaches, breathing problems, stomach pain, light headedness and worry. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety, difficulty breathing, lightheadedness and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The patient has a history of pulmonary embolism (pe), shortness of breath and a large saddle embolus with a large clot burden. The patient had an unspecified orthopedic procedure approximately one week prior to the implantation. The filter was deployed via the patient's right common femoral vein. The top of the filter was placed at the l2 level. The patient tolerated the procedure well. The results of computed tomography (CT) scans done approximately nine years after the index procedure indicate that the filter is embedded in the anterior wall of the ivc. A right upper anterior strut perforates the ivc wall and extends anteriorly by 1 mm to abut the right hepatic lobe. A right lateral strut perforates the ivc wall by 8 mm and extends into the fat between the ivc and the right hepatic lobe. A 1.3 mm long strut has detached from the filter and extends into the posterior segment right hepatic lobe. At this same level, an additional right lateral strut perforates the ivc wall by 9 mm and contacts the posterior segment right hepatic lobe. Two left upper anterior struts perforate the ivc wall by 4 mm and extend into the fat between the ivc in the duodenum. Additionally the scan revealed a small fat containing umbilical hernia, 2.7 mm hiatal hernia, 2.6 mm diverticulum in the duodenum. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of strut(s) outside the inferior vena cava ( ivc), perforation into organs, filter fracture and filter is embedded in wall of ivc. The patient became aware of the reported events approximately nine years after the index procedure. The patient also experienced headaches, breathing problems, stomach pain, light headedness and worry.